Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had insulin flow block alarm. The blood glucose level was 195 mg/dl at the time of incident. Customer reported that alarm did not occur during fill tubing and resolved by changing reservoir. The reservoir will be returned for analysis.